Event description:
First under water acromioplasty tip broke inside pt's knee. Removed via arthroscopic shaver with suction. Second under water acromioplasty opened from same lot also melted while cauterizing pt's knee.

Event description:
Add'l info rec'd from MFR on 09/26/03; linvatec was contacted by the reporter on july 10, 2003 regarding an event where they reported that the tip of an electrode broke off and then a second electrode was obtained and the tip melted when using the 9801ba acromioplasty electrode kit, lot number 00501509. Follow up with the reporter on the same day, confirmed from them, that a tip broke off during use and was retrieved through suction and that a second device (9801ba, lot 00501509) when used, they reported that the tip had melted. The reporter indicated they were using a valleylab cautery and the settings were coag 30-40 watts and cut at 30-40 watts. A review of total returnes for this lot shows that this is the only report received for this lot number. Photographs of the returned electrode are on file that shows a portion of one tip melted away and charred. The second electrode returned shows charring of the metal tip and burnt/melted teflon, which covers all but the very distal portion of the tip. It is concluded that both electrodes were exposed to excessive power settings, which may cause the tip to melt and/or appear to be missing /detached. Four other unopened electrodes from same lot were also received from this customer and visually and physically tested. Linvatec uses a sabre 2400 esu unit, which should be equivalent to the valleylab cautery system used by the customer. Following the recommended power settings which have range from 30 to 60 watts from the linvatec package insert, the sabre 2400 esu was set at 40 watts for cut and 40 watts for coag. Several tests with these returned units from the same lot within the recommended settings showed no charring or detachment. The power settings were then increased to 60 watts and cycled and it was observed that the tips do become slightly charred, but in no case did they melt. The excessive charring and tip melting observed on the return products from the customer, were more than likely caused by the use of power settings in excess of published package insert instructions. In summary, it is concluded that there is no product issue with the 9801ba acromioplasty electrode kits. Linvatec did send the customer a report on the findings and reemphasized the correct power settings for cut and coag. As previously indicated, linvatec received a report from the facility in july 2003 and entered the reports into the complaint handling system under the rg number 712032. Linvatec has closed the complaints and considers the file complete with no further action required.